Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the vad coordinator attempted to switch the patient to a new upgraded system controller with the updated software. After connecting power and the percutaneous lead, the system controller revealed a red heart alarm and the system monitor stated "low flow". The values for speed, flow, power and pi were all zero. The patient became symptomatic and lightheaded. It was also reported that the system controller was rechecked for system settings and several more attempts were made to convert the patient to the system controller, but had the same results. The system controller was changed out and the patient was converted to another system controller without issue.